Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power issue. A field service engineer (fse) found that the station would not power on. After disconnecting the auxiliary cabinet and drawers sequentially, it was determined that the controller board in auxiliary half-height drawer 4.1 was shorted, which was verified by a zero-ohm measurement. The faulty controller board was replaced, hardware test application was passed successfully, and the customer completed the medication inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the ac1 back pyxis was completely powered off. Attempts were made to turn the unit off and on, unplug and reconnect it, and connect it to a different power outlet; however, there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.